Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was admitted in the hospital on (B)(6) 2024. Length of hospitalization was greater than 24 hours. The blood glucose level was 750 mg/dl. Therefore, patient was treated with intravenous insulin drip. Confusion and vomiting symptoms were reported at time of hospitalization. No further information available.

Manufacturer narrative:
E1: (B)(6).